Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 20934716 UDI: (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not providing adequate pain relief. The patient underwent an explant procedure. No further information has been obtained.